Event description:
It was reported that a malfunction alarm occurred. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.